Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-19151. It was reported during an implant procedure, the physician was unable to implant two different leads due to pt anatomy. The physician abandoned the procedure. The leads will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.